Event description:
No intraoperative impedance values were measured at neurostimulator implant. Post implant, bipolar impedances were running between 52 and 97 ohms. Unipolar impedance were normal: case/8=630 ohms, case/9=625 ohms, case/10=625 ohms, case/11=620 ohms. Other impedance readings were 'xxx' indicating that a numeric value was unable to be determined at the time of measurement. The device was reprogrammed to deliver therapy case/9; the patient had good therapeutic results. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).